Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on (B)(6), 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; oth pain (external vaginal pain ); inab inter; diff bowel; rec incont; aggrav incont; psych. Surgical interventions: on (B)(6), 2017 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: cutting tape of the obtryx 11 implant. On (B)(6), 2021 the patient underwent further surgery regarding the obtryx ii implant for the following purpose: removal of anchors from groin of the obtryx 11 implant. On (B)(6), 2019 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: cystoscopy. Nonsurgical treatments: on (B)(6), 2018 the patient commenced pain medication: endep 25/50 mg for the treatment of: chronic pain and depression. Treatment duration: still ongoing. On (B)(6), 2018 the patient commenced incontinence medication: vesicare for the treatment of: for treatment of overactive bladder. Treatment duration: 3 months. On (B)(6), 2018 the patient commenced psychological medication: apo-sertraline for the treatment of: depression / anxiety . Treatment duration: 6 months. On (B)(6), 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: help with pelvic floor muscles. Treatment duration: on going. On (B)(6), 2020 the patient commenced topical treatment (including oestrogen cream): diprasone for the treatment of: lichen-sclerosis. Treatment duration: on going.

Manufacturer narrative:
Block a1: meshc-20210922-97548c73 block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06593

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; oth pain (external vaginal pain ); inab inter; diff bowel; rec incont; aggrav incont; psych. Surgical interventions: on (B)(6) 2017 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: cutting tape of the obtryx 11 implant. On (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant for the following purpose: removal of anchors from groin of the obtryx 11 implant. On (B)(6) 2019 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: cystoscopy. Nonsurgical treatments: on (B)(6) 2018 the patient commenced pain medication: endep 25/50 mg for the treatment of: chronic pain and depression. Treatment duration: still ongoing. On (B)(6) 2018 the patient commenced incontinence medication: vesicare for the treatment of: for treatment of overactive bladder. Treatment duration: 3 months. On (B)(6) 2018 the patient commenced psychological medication: apo-sertraline for the treatment of: depression / anxiety . Treatment duration: 6 months. On (B)(6) 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: help with pelvic floor muscles. Treatment duration: on going. On (B)(6) 2020 the patient commenced topical treatment (including oestrogen cream): diprasone for the treatment of: lichen-sclerosis. Treatment duration: on going.